Event description:
A report was received that a pt was experiencing abdominal stimulation and a burning sensation between the shoulder blades. Multiple reprogramming attempts did not resolve the issue, so the pt underwent a procedure to explant the system. During the explant procedure, one of the leads broke off due to scar tissue that had formed around the lead. A portion of the lead remains in the pt and is expected to be removed at a later date.